Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the lamitrode tripole 16 lead was complete with multiple broken wires on both lead bodies. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostic testing revealed high impedance on the lead. Reprogramming did not resolve the issue. Surgery occurred to address the issue. During the surgery, the lead was found to be broken. As a result, the lead was explanted and replaced to address the issue.